Event description:
Laparoscopic implant of lap band was in place for fourteen months. Surgeon says there is leaking from the band tubing. The device has been returned to the manufacturer for evaluation and testing.